Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been steadily increasing and is high and out of range. The threshold has also increased and a fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2007. (B)(4).